Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. See attached file for details. Also, performed visual inspection and checked 2 introducer needles for burrs or hooks and dull needle tip defects and found hooks on both at the tip of both insertion needles. See attachment file for details. Unable to confirm customer received needles in said condition due to sensor was returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 276 mg/dl and the sensor glucose was 51 mg/dl at the time of the incident. The customer declined to troubleshoot for high blood glucose. The sensor will be returned for analysis.